Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00440.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the carbon dioxide (co2) level was too high. Issue occurred before and after in-vivo calibration and levels were 10mmhg above and below for the co2. The device was not changed out, as they increased the frequency of use on the gem 3500 blood gas analyzer. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: gas calibration of the blood parameter monitor (bpm) was performed prior to cpb. On the initiation of cpb and prior to the 1st in-vivo calibration, the partial pressure of carbon dioxide (pco2) measure of the bpm was about 10 mmhg higher than the laboratory analyzer. The pco2 of the bpm was adjusted to match the lab value. After the re-calibration, the pco2 was reading lower than expected. A lab sample was drawn thirty minutes later and the bpm pco2 was now lower than the lab analyzer by about 8 mmhg. The bpm was adjusted and then the pco2 was reading higher than the lab analyzer. This continued through the procedure. According to the perfusionist (ccp), the other parameters of the bpm were reasonable as compared to the lab analyzer. The ccp stated there were no changes in their prime solution and o new medications were used in this procedure. The procedure was completed successfully without delay and without associated blood loss. The ccp stated the pco2 inaccuracy was obvious and no pt interventions were performed based only on the bpm data. There was no harm observed or reported.